Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise. The physician elected to cap and replace the lead. The patient was in stable condition.